Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. The unit needed repair with replacement of worn parts, general maintenance and cleaning. This device exceeds its expected life of 7 years (manufactured in 2010). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00548. A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was loose and needs to be tightened. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.